Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via phone call prime anomaly on several reservoirs and high blood glucose. Customer's blood glucose level was 30 mmol/l. Troubleshooting for the prime rewind was performed. Customer advised the insulin pump would not prime on the first reservoir, the 3rd reservoir stopped delivered insulin and the patient felt sick. Customer restarted the insulin pump and the device functioned properly. Customer was advised that replacement reservoirs would be sent out and they agreed to return the products for further analysis.